Event description:
Procedure type: sleeve gastrectomy. According to the reporter: idrive ultra stapler would not complete firing. The surgeon was using idrive ultra powered stapler for the 1st time on a lap sleeve gastrectomy. The (B)(4) with gore seam guard was fired without incident. The surgeon then tried to fire an (B)(4) with seam guard and the reload only fired approximately 14 mm and then would not finish the firing. He tried another (B)(4) with seam guard and the same thing happened. Another (B)(4) with seam guard was used and again the reload would not fire more than about 15mm. The procedure was finished using the ethicon echelon 60mm stapler without any problems. The case was not extended by more than 30 minutes. There was no bleeding reported in excess of 500cc.

Manufacturer narrative:
(B)(4).